Event description:
New information received indicated fluoroscopy was completed to confirm the dislodgment of the leads. There were no electrical anomalies observed.

Event description:
Related manufacturer reference number: 2017865-2021-31181. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead and right atrial lead were both dislodged. The leads were explanted and replaced without issue. The patient was stable.